Manufacturer narrative:
Insulin pump received unable to perform the displacement due to cracked bleeding lcd noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that screen of insulin pump was broken. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that insulin pump was dropped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.